Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 500's mg/dl range once the cartridge had 90 units of insulin remaining. Supply changes were performed resolving the issue and correction boluses were delivered to address bg. Reportedly, the customer continued to use the pump for insulin therapy.